Event description:
Information was received from a healthcare provider (hcp) via manufacturer representative regarding a patient receiving fentanyl [8000 mcg/ml] at a rate of 2595.6 mcg/day via intrathecal drug delivery pump for spinal pain. It was reported that a motor stall was seen at initial interrogation. The patient did not recently have an MRI and the stall was seen via the even logs. A stopped pump period may exceed tube set message was seen. The motor stall occurred on (B)(6) 2017. The patient was not feeling well and was having sudden withdrawals and increased pain. Additional information was received on (B)(6) 2017. The representative did not have the patient¿s weight. The logs were read and technical services was contacted. The hcp verified that the catheter was patent via x-ray. The motor failed to recover via the logs and the patient was scheduled for pump replacement. The pump was replaced on (B)(6) 2017. That was all the information the representative had regarding the event. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.